Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that one week ago (which was approx 2 years post-op) the patient was standing on a desk and felt a "pop" in her hip followed by discomfort. She went back to the surgeon and x-ray revealed some sort of failure at the liner shell interface. Revision surgery revealed that the poly had dissociated from the shell. There was no damage to the shell and it was retained. The head and poly were exchanged. Doi: (B)(6) 2016; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No related deviations or anomalies was identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 704087. H10 additional narrative: added: h6 (patient). Corrected: h6 (device). H6 patient code: no code available (3191) was used to capture surgical intervention. H6 device code: removed code for noise and replaced with dislodged or dislocated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 704087.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : 704087 added: d10 corrected: d6b (removed) and h6 (patient) removed injury.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated the following: on (B)(6) 2011, a bone densitometry examination was performed. On (B)(6) 2015, patient received 1st of physical therapy initial examination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient had a primary left hip arthroplasty (there is a discrepancy on the actual implant date, but it is consistently in 2016). On (B)(6) 2018, the patient underwent revision due to disassociation of the liner from the cup with no immediate explanation for why the acetabular liner had dissociated. The locking mechanism of the acetabular shell was intact and the surgeon elected to not revise the cup. Patient reports having joint pain prior to surgery.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3. Re-captured: h6 (impact and medical device problem codes).

Event description:
Medical records received. On (B)(6) 2016, the patient had a primary left hip arthroplasty along with repair of gluteus minimus tendon tear, to address left hip arthritis secondary to developmental hip dysplasia. Depuy components were implanted during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿der states that one week ago (which was approx 2 years post-op) the patient was standing on a desk and felt a "pop" in her hip followed by discomfort. She went back to the surgeon and x-ray revealed some sort of failure at the liner shell interface. Revision surgery revealed that the poly had dissociated from the shell. There was no damage to the shell and it was retained. The head and poly were exchanged. Doi: (B)(6) 2016; dor: (B)(6) 2018; left hip¿. The x-rays were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (B)(4) -x-ray_images - received 13-apr-2023 and (B)(4) _x-ray_images received 30-mar-2023". Visual analysis of the provided x-rays confirm the reported allegation. Based on the not centrical position on the femoral head regarding the inner surface of the cup and the visual examination of the involved liner and femoral head, a disassociation event between the liner and acetabular cup was able to be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121732054 / 704087] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the pinn sector w/gription 54mm would contribute to the complained device issue. Device history lot : a manufacturing record evaluation was performed for the finished device [121732054 / 704087] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review : a manufacturing record evaluation was performed for the finished device [121732054 / 704087] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report.

Event description:
Pfs and medical records received. Pfs alleges weakness and instability. After review of medical records patient was revised to addressed failed left total hip arthroplasty with polyethylene liner disassociation. Operative notes indicated minimal black staining from the wear of ceramic head, pseudocapsule and scar was excised, some chronic and long term deformation of acetabular component. Doi: (B)(6) 2016, dor: (B)(6) 2018 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). No code available use for device revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records pertaining to the pinnacle altrx polyethylene acetabular liner were received alleging injury, pain and audible squeaking while walking. Radiographs were taken and it was noted that the femoral head was no longer centered within the acetabular cavity. During surgery, it was confirmed that the liner had disassociated. Records further allege discomfort, limitation of movement, diminished ability to function in daily life, disfigurement, anxiety, frustration, worry, concern and general emotional upset. The cup was not revised. It was retained.